Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.0871 inches. No possible over or under delivery anomaly noted. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent called and reported that the customer's insulin pump gave them a square bolus while they were sleeping. The customer¿s blood glucose level was unknown at the time of the incident. The pump report was analyzed and no issue was found. Troubleshooting was not completed. The caller does not trust the pump. The insulin pump will be returned for analysis.